Event description:
It was reported that during a metacarpal osteosynthesis procedure, the minitac anchor was introduced into the bone, ligamentorrhaphy was performed, at the time of tying, the sutures were worn, the specialist used a needle holder, at no time did he use tweezers that could damage the suture. The procedure was completed with non-significant surgical delay by leaving without anchorage, it was removed from the patient. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no way to determine if the device contributed to the reported event. A complaint history review found no similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. This case reports, after the anchor was placed in the bone, the sutures were found to be worn at the time of tying during a ligamentorrhaphy. The surgeon reports, a needle holder was used during the procedure. Reportedly, the procedure was completed with a non-significant delay. Per case details, the anchorage was removed from the patient and the procedure ended without anchorage. The was no reported patient injury and the patient¿s health condition is stable. Patient impact beyond that which was reported could not be determined. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. The complaint was not confirmed. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device, attempted correction of a damaged device, inadvertent contact with sharp instruments during use, or an impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.